Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion anomaly was confirmed in the laboratory. Based on available information the device was found to be below expected limits. No communication could be established due to low battery voltage. Initially a high current drain source was found in the rf telemetry. The failure mode was lost and could not be reproduced. No anomalies were found during testing. The battery was returned to the vendor. No anomalies that could cause battery depletion were found.

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced.